Event description:
It was reported that there was an alert triggered for high impedance on the right ventricular (rv) pacing lead impedance and threshold was high. It was noted that during the rv lead revision there was a setscrew issue and the lead was not fully inserted/pulled out. The lead was revised. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224drg ICD, implanted: (B)(6) 2011. (B)(4).